Event description:
It was reported that prior to starting a da vinci si surgical procedure, a cadiere forceps instrument was not recognized by the system. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument. The pogo pins did not stick and were not contaminated. Dallas chip programmer (dcp) verification of instrument passed. Engineering was unable to replicate the recognition issue. The instrument was driven and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. An additional observation not reported by the site was damaged to the main tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.